Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and rebooted, however the vibrator is not activated on power up. The receiver failed the try it test with vibrator not activating. The communication tool test failed. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation and passed internal inspection. Vibrator assembly was replaced with known good vibrator assembly and passed test on power up and try it feature. The reported event of no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.